Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. Investigation report: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported an unknown quantity of unconfirmed false positive results with the ID now covid-19 assay performed on an unknown date in may. Confirmation testing was not performed. Although requested, no additional information was provided. Information regarding patient treatment and outcome was not provided.